Event description:
It was reported to boston scientific corporation that a gi guidewire was found to be defective on (B)(6) 2012. According to the complainant, while unpacking the guidewire it was noted to be defective. It was reported to have been broken within its packaging. No damage was noted to the packaging. There was no patient involvement. Attempts to obtain additional information have not been successful to date. If any information is obtained in the future, a supplement medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a gi guidewire was found to be defective (B)(6) 2012. According to the complainant, while unpacking the guidewire it was noted to be defective. It was reported to have been broken within its packaging. No damage was noted to the packaging. There was no patient involvement. Attempts to obtain additional information have not been successful to date. If any information is obtained in the future, a supplement medwatch will be filed.

Manufacturer narrative:
(B)(6). Although the device has been received for analysis, device evaluation has not been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device revealed many kinks in the guidewire as well as a corewire fracture at the distal tip. The fracture region presents reduced cross-sectional area and apparent elongation near the fracture. The specimen also presented varied random deposits of apparently organic material. The coils of the guidewire were stretched from approximately 47 cm from the distal tip to 400 cm from the proximal tip. The guidewire was returned in once piece and all joints appeared to be correct and intact by visual examination and by nondestructive testing. The nature of the damage to the complaint sample suggests that the event was caused by handling or procedural factors but a definitive root cause could not be determined. A DHR review was performed and no issues which might have caused or contributed to this complaint were identified.